Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implanted in unknown eye. 6 years postoperatively, patient developed red sore eye and was provided chlorsig eye drops. The next day patient was admitted into the hospital with endophthalmitis (group b strep infection) and is experiencing poor vision. No stent exposure was noted. Device remains implanted. Event not resolved.